Event description:
The reporter called regarding dexcom g7 device. She stated, "the alarm does not work since a month." She answered "no" on asking if any adverse event occurred related to the device. The reporter is waiting for a replacement.